Event description:
It was reported that the non-patient end of the bd nano¿ 2nd gen pen needle broke off after the injection. The following information was provided by the initial reporter: "consumer reported, the patient end broke off in medication when she was trying to remove pen needle after injection stated, she was able to remove the needle that broke off stated, she will use the same pen needle for two pen. Stated, this is the first time she's had an incident and for years, she would use one pen needle for two different injections stated, after she takes the first injection, she will remove the pen needle and attach it to another medication for use, (explained to consumer pen needles are "single use" and should not be re-used)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary customer returned a total of 1 used 4mm, 32 gauge nano pro pen needle and 2 unused similar pen needles from 1272223. The pen needles were visually inspected prior to testing. The used pen needle was found to have a broken needle on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining unused pen needles could be attached and detached from a test pen without any issues. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that the used pen needle had broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd nano¿ 2nd gen pen needle broke off after the injection. The following information was provided by the initial reporter: "consumer reported, the patient end broke off in medication when she was trying to remove pen needle after injection stated, she was able to remove the needle that broke off stated, she will use the same pen needle for two pen. Stated, this is the first time she's had an incident and for years, she would use one pen needle for two different injections stated, after she takes the first injection, she will remove the pen needle and attach it to another medication for use, (explained to consumer pen needles are "single use" and should not be re-used)."